Event description:
A loss of therapeutic effect was reported. While stimulation was turned on the pt was unable to void and retention symptoms returned even though stimulation was on. The area of the body where symptoms were present was the abdominal swelling and numbness and numbness in legs and feet. The pt was checked for blood clots, had heart imaged and 4 CT scans.

Manufacturer narrative:
(B)(4).